Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two radiographic jpeg images provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ cannot confirm which device limb is the ipsilateral leg with images provided. ¿ there appears to be narrowing of the stent leg on the patient¿s left side at this level. ¿ cannot confirm the device limbs were ever more open with images provided for evaluation. ¿ cannot confirm an aortic diameter at this level with jpeg images. ¿ the device legs appear to be patent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. After all devices were deployed, kissing ballooning was performed. The procedure was concluded and the patient tolerated the procedure. On (B)(6) 2025, a CT revealed stenosis of the ipsilateral leg of the trunk ipsilateral endoprosthesis, which was about 2 cm from the flow divider. At this point, there were no symptoms such as a decrease in abi. The physician is considering a reintervention like a bare stent implantation. The physician reported that the diameter of the aorta had been narrow.